Manufacturer narrative:
Product analysis:analysis confirmed customer comment as the encoder knob and nut were missing and three encoder knobs were loose. It was also noted that the hanger assembly was contaminated. There was an electrical discontinuity / open issue with the liquid crystal display connector on the main printed circuit board (pcb). The lower case was broken and three case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was missing a knob and a nut and also had loose knobs. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.